Event description:
It has been reported to the co that when the catheter was placed in a good position no pacing occurred. Ancillary equipment checked (pacing box) and 2nd unit tried/no avail. No pt injury. No pt info. The product is being returned for evaluation.